Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: during evaluation the force sensor flex connection was found to be cracked at the force sensor pins. A review of the pump black box history did not show any evidence of a loss of cartridge detection; during investigation the load step correctly detected the cartridge.

Event description:
The patient reported that the load step did not stop.